Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was opened and tested before use. The device was found to leak at the hub. As reported, this testing was completed preoperatively; therefore, no patient involvement.

Manufacturer narrative:
Additional information: date of event: (B)(6) 2018 (information was provided on 06/12/2018). Another device was used to complete the procedure (information was provided on 06/12/2018). Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak between the cap and hub. All possible measurements were within specifications and therefore we cannot confirm this device to be non-conforming. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint (1820334-2018-01826) for this lot number. Both are related and being reported for leakage from the same customer. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.